Manufacturer narrative:
Qn#(B)(4). The customer returned one 2-lumen PICC for evaluation. Signs of use were detected inside the extension lines. After the catheter failed functional testing, the juncture hub was microscopically examined. A small hole was detected at the base of a molding seam adjacent to the bottom of the suture wing. The catheter was leak tested by occluding the distal end and injecting water through the extension lines using a 10ml hand syringe. When the proximal extension line was pressurized, water was observed leaking from a hole in the juncture hub. Manufacturing was contacted to determine a potential root cause for the leak observed. The feedback indicated that the hole/leak was a manufacturing related issue referred to as incomplete molding. A device history record review was performed with no relevant findings. The customer report of a leak in the catheter juncture hub was confirmed through functional testing of the returned sample. A leak was observed coming from the juncture hub when the proximal extension line was pressurized with water. Microscopic examination of the location revealed a small hole present on the juncture hub of the catheter. The hole was at the base of a molding seam adjacent to the bottom of the suture wing on that side of the juncture hub. Manufacturing indicated the hole/leak was due to a manufacturing issue referred to as incomplete molding. Based on the sample returned and manufacturing feedback, the probable root cause of this issue is manufacturing-molding related. A CAPA has previously been initiated to further investigate this issue.

Event description:
The customer reports that the PICC line was inserted and on aspiration had a fault at the hub. A crack/hole was noted. The PICC was removed and a new one inserted.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports that the PICC line was inserted and on aspiration had a fault at the hub. A crack/hole was noted. The PICC was removed and a new one inserted.